Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the programmer was thoroughly analyzed. The product analysis confirmed the allegation. The programmer had a black screen due to an electrical overstress. Moreover, the interrogation was out of range due to anomaly in the telemetry printed circuit board (pcb).

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the programmer smells smoke. This programmer will be returned for analysis. No reported patient involvement.